Event description:
Information was received that reported the patient was hospitalized in 2008, due to an incident of hyperglycemia. The patient reports frequent labile blood glucose. She reports she was hospitalized the day after thanksgiving when her blood glucose registered over approx 1000. She was treated with insulin and IV fluids and released the next day. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.